Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the middle port. This was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured between august 20, 2018 - august 21, 2018. The device was not received for evaluation, however, a 2 companion samples were received unopened in which the bags were leaking during filling. Unaided visual inspection of the samples was done under normal room conditions and no defect could be identified of the reported event by initial inspection. Upon functional testing, a leak was observed from the spike port cap of sample 1 and no leak was observed from sample 2. The leak was identified to be coming from the spike port cap from the base of the spike port. The condition was verified however the cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.